Event description:
The caller reported that the pump battery depleted too fast. There was no adverse impact to the customer¿s blood glucose level. Due to an initial inability to troubleshoot, the customer was scheduled for further follow-up attempts, and eventually, cts planned to close the case.